Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt expired at another hospital (a non-vad center) due to complications from an ischemic bowel. The pump was not explanted and an autopsy was not performed.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.